Event description:
The customer reported being hospitalized due to low blood glucose of 20 mg/dl last week. The customer stated that he delivered 10.0 units of insulin instead of 0.7 units while filling the cannula. The customer was unconscious and the paramedics were called. The customer's most recent glucose reading was 74 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.